Event description:
The customer reported via phone call that she had medium sized air bubbles at the top of the reservoir of the insulin pump. Customer's blood glucose was 360 mg/dl. The customer was advised to deliver a 5 units fixed prime into air until bubbles are no longer visible. The customer was advised ot remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with current set. Customer stated that insulin exited at the quick release.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.